Manufacturer narrative:
The device was evaluated but not repaired.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The ventilator was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, a failure of the device to charge its internal battery was observed. The root cause of the internal battery not charging was found to be due to a cell imbalance of the internal battery.